Event description:
It was reported that this dual chamber implantable cardioverter defibrillator (ICD) exhibited noise and oversensing with no pacing inhibition on the right ventricular (rv) lead during the initial implant procedure. The noise was inappropriately labeled by the device as a premature ventricular contraction (pvc). This observation was confirmed by the physician as there were no correlated pvc's observed on the patients surface electrogram. The physician watched this phenomenon occur for ten minutes before removing the ICD from the pocket for further inspection and troubleshooting. The physician opted to replace the device after troubleshooting didn't resolve the reported observations. A new device was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Code 3191 was used to capture the prolonged procedure the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted scratches on the case. There is a hole in the ra seal plug. The rv seal plug is intact. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. A review of the device memory noted only one recorded episode in memory which was recorded the day after explant. It is an apm rt episode. There are no recorded episodes in memory while the device was implanted. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported noise and oversensing.

Manufacturer narrative:
(B)(4) was used to capture the prolonged procedure.

Event description:
It was reported that this dual chamber implantable cardioverter defibrillator (ICD) exhibited noise and oversensing with no pacing inhibition on the right ventricular (rv) lead during the initial implant procedure. The noise was inappropriately labeled by the device as a premature ventricular contraction (pvc). This observation was confirmed by the physician as there were no correlated pvc's observed on the patients surface electrogram. The physician watched this phenomenon occur for ten minutes before removing the ICD from the pocket for further inspection and troubleshooting. The physician opted to replace the device after troubleshooting didn't resolve the reported observations. A new device was successfully implanted. No additional adverse patient effects were reported.